Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient hospitalization for unknown reason, device migration was observed causing discomfort to the patient. The device was explanted and replaced. Patient is in stable condition after the procedure.

Manufacturer narrative:
The device was above eri upon receipt.